Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose for the past week. The customer stated their high blood glucose was attributed to their basal rates. The customer also reported insulin was pooling around their scar tissue. No additional information provided.